Manufacturer narrative:
The probp 3400 is intended to be used in to obtain measurements of systolic and diastolic pressure (excluding neonates) and pulse rate, as well as calculate mean arterial pressure (map). The device is intended to be used by clinicians and medically qualified personnel. The device's IFU instructs to routinely inspect the probp 3400 and accessories for wear, fraying, or other damage, do not use if you see signs of damage, if the device malfunctions, appears not to be working properly, or if you notice a change in performance. Contact hillrom's technical support department for assistance. Additionally, it warns of shock hazards and instructs before cleaning the device to disconnect the power cord from the power source and the device, ensuring the cleaning cloth is not soaking with cleaning fluid, and to avoid wiping gap areas identified on adapter plug as these areas are most susceptible to liquid ingress. Moreover it states that the user should ensure the power supply and power cord are dry before plugging into electrical outlet and hold the sides of the power supply when plugging into electrical outlet as pictured below. Avoid contact with bottom of the power supply where cleaning fluid is mostly likely to have accumulated. The hrc technician thoroughly inspected the power cord and found that the EU power cable was burned on the side of the power supply just before the connector. Investigation found that this event resulted due to the same root cause of fluid ingress which is covered by the ongoing field action mod1329 which was initiated in april 2021 and FDA was notified of this field action on the 14th april 2021 under report of corrections and removal number 1316463-04/14/2021-01-c which issued an fsn to the users to clarify proper cleaning practices and to alert the user to the potential for this issue to occur. As described in the field action, the power supply electrically arced when the user plugged it into the wall outlet. An engineering investigation of the incident and returned unit concluded liquid ingress can occur while cleaning the power supply following the instructions in the IFU that could result in an electrical arcing event inside the power supply adapter plug when it is plugged into the wall outlet. Therefore the fsn was issued to inform users to take additional precautions if they choose to clean the power supply, as would be expected for any electric plug that is connected to main electricity supply. The existing cleaning instructions clearly prescribe the use of three methods for cleaning the device using a slightly dampened cloth or pre-moistened wipes; the additional warning includes directions to not use a dripping or over-saturated wipe on the power supply. The additional information conveyed in the improved cleaning instructions will ensure safe and effective use of the product and power supply. In the event of a power supply being exposed to excess liquid during cleaning, hillrom is providing additional recommendations on the handling of the power supply with the sole intention of further decreasing the possibility of contact between user/clinician and potential fluid egress if power supply is cleaned inappropriately. Further investigations have shown that this serial number was covered by the field action and 3 successful delivery attempts have been made to abbot rapid diagnostics as and so far the consignee has not yet responded or returned the signed fsn form to hillrom. Although this reported event did not result in patient or caregiver injury if the malfunction were to recur it could result in serious injury due to electric shock. Electric shock occurs upon contact of a (human) body part with any source of electricity that causes a sufficient current through the skin, muscles, or hair. Shock injury is relative to the magnitude of current the body is exposed to, individual body impedance, and area of exposure and it may or may not result in injury. Therefore hillrom has deemed this event reportable. Based on the information above no further action is required at this time.

Event description:
Hillrom received a report stating that while plugging in the power cord of the pro bp 3400 digital blood pressure device, there was a loud bang, the cable was almost burned up, the customer's gloves were burned. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The probp 3400 is intended to be used in to obtain measurements of systolic and diastolic pressure (excluding neonates) and pulse rate, as well as calculate mean arterial pressure (map). The device is intended to be used by clinicians and medically qualified personnel. The device's IFU instructs to routinely inspect the probp 3400 and accessories for wear, fraying, or other damage, do not use if you see signs of damage, if the device malfunctions, appears not to be working properly, or if you notice a change in performance. Contact hillrom's technical support department for assistance. Additionally, it warns of shock hazards and instructs before cleaning the device to disconnect the power cord from the power source and the device. Ensure that the power transformer and wall plug assembly are dry before plugging into an outlet. Based on the details available at the time of this evaluation, it could not be ruled out that a device malfunction resulted in the reported event. Although this reported event did not result in patient or caregiver injury if the malfunction were to recur it could result in serious injury due to electric shock. Electric shock occurs upon contact of a (human) body part with any source of electricity that causes a sufficient current through the skin, muscles, or hair. Shock injury is relative to the magnitude of current the body is exposed to, individual body impedance, and area of exposure and it may or may not result in injury. If any additional relevant details are received, this complaint will be addressed accordingly. Thus hillrom is cautiously reporting this event. Hillrom has received the device in the service center on october 19, 2021 where it is currently being preliminarily inspected. The device will then be forwarded to the hillrom manufacturer for a thorough investigation.

Event description:
Hillrom received a report stating that while plugging in the power cord of the pro bp 3400 digital blood pressure device, there was a loud bang, the cable was almost burned up, the customer's gloves were burned. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).